Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device was not reading an ECG signal through the paddles lead. Without this functionality the need for defibrillation therapy could not be determined.there was no patient use associated with the reported event.